Event description:
A doctor alleged that a patient had experienced the loss of a bridge after placement with breeze self etch cement.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. The doctor reported that one wing had debonded two (2) weeks after placement; however, the patient continued to wear the bridge until it fully debonded approximately two (2) months later. The doctor cleaned the bridge and re-cemented it using a different product, without further incident. To date, the patient is doing fine. A physical evaluation was performed on the returned product, yielding results within specifications.